Event description:
It was reported that the ipg migrated which caused the leads to twist. The patient was admitted to the hospital for surgical repositioning of the system. The patient was reprogrammed and discharged the following day. No surgical complications were reported.